Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. It was reported that there was particulate matter in six 250ml intravia empty containers. This was observed during post compounding inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction: should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that there was particulate matter in four 250ml intravia empty containers. This was observed during post compounding inspection. There was no patient involvement. No additional information is available.